Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the pump's alarm history showed consecutive call service alarms on (B)(6) 2016. The pump powered on correctly and the ¿ez-prime¿ steps were performed successfully. No call service alarms were duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.